Event description:
The rotating adapter split and fluid leaked under pressure. The customer reported two units were defective. No harm or injury reported. This is report one (1) of two (2) for this complaint. Ref: 1721504-2010-00108.

Manufacturer narrative:
Device evaluation - received two used devices for evaluation. The evaluation has not been completed. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found one similar complaint for this lot number, inclusive of this complaint. Device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the investigation is complete.